Event description:
The patient reported that on (B)(6) 2020, the needle button popped out with the v-go applied to her stomach. The patient stated that this is the third or fourth time the needle button has popped out on her over the past year. The patient was not able to provide specific dates prior to the needle button popping out on (B)(6) 2020.